Manufacturer narrative:
The reported event was addressed with phone support. An isi field service engineer (fse) followed up with the customer for the status and performance of the system. The customer informed that there have been over ten procedures performed using the system without the drifting issue since it was reported. The fse verified via the system logs that there were no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 3 of the patient side cart (psc) was moving on its own or drifting. The customer was continuing with the case and would like to have the system checked. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and saw a 23137 error on usm 3 and usm 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained additional information: the surgeon's head was inside the surgeon console¿s high resolution stereo viewer. Issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was intermittent while the surgeon was trying to move the instrument. Issue did not occur more than twice. Drape was discarded at end of case.